Event description:
Customer allegedly was sitting on one of the wires that caused the chair to spark. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxp-mcg, serial number/date code (B)(4) is approximately 3 year and 5 months old. The owners manual part number 1143190 rev g (jan-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female who's height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer's caregiver alleged malfunction; the consumer's chair began to spark. The caregiver's maintenance man made an observation that the cause was due to the consumer sitting on the chair wiring. The consumer is waiting for a manual chair to replace the powered device. Alleged spark is a key word when associated with malfunction of device is a potential for shock and/or burn. MDR filed.